Event description:
It was reported that the patient felt weak and lightheaded. The interrogation of their implantable pulse generator (ipg) showed intermittent failure to pace and capture. Additionally, the ipg was found to be at elective replacement indicator (eri). The ipg was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).